Event description:
Cautery pencil would not work. Testing by clinical engineering found coagulation to be intermittent where cut appeared to work fine. A second pencil was utilized to finish the procedure. The manufacturer provided a returned goods authorization (rga) number for product return and evaluation.